Event description:
International affiliate reports that while performing a lateral fusion procedure, the surgeons found themselves in the peritoneal space as opposed to the retro peritoneal space as required. The surgeons consulted with each other and decided to continue. Subsequent to placement of a cougar cage, one of the surgeons noticed fecal matter in the surgical site. A general surgeon was called in and a hole in the bowel/colon was discovered and repaired. The surgeon is reportedly certain that the injury was not caused by inserting the cougar cage. He is unsure as to which instrument caused the injury but suspects that it could have been caused by any of the surgical instruments that were during the procedure. Reports the pipeline telescoping blade and the lateral access penfield are the only two depuy spine instruments that could have caused the injury although no one present during the procedure is sure as to what cause the injury which was only noticed after the procedure had been completed at that level. See mfg medwatch report# 1526439-2012-00082 for the pipeline ls telescoping blade that was also involved in this event.

Manufacturer narrative:
The penfield instrument is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Complaint trend analysis found no other complaints have been reported for the product code. No definitive conclusions can be made at this time. As reported, it is not known if this instrument caused or contributed to the injury. However, the injury occurred while performing a lateral fusion procedure when the surgeons found themselves in the peritoneal space as opposed to the retro peritoneal space as called out in the surgical technique. It is possible that the surgeons failure to use the retro peritoneal approach, which allows for clear access to the intervertebral disc while minimizing muscular disruption and trauma to nearby structures, caused or contributed to the event. At this time, the complaint is considered to be closed. Device not available for evaluation.